Manufacturer narrative:
The customer reported that the power supply on the central nurses station (cns) monitor failed while in patient use. Power supply part number was emailed to the customer. Multiple attempts were made to the customer to obtain the serial number. Customer did not respond to any calls or email. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if customer provides that information.

Event description:
The customer reported that the power supply on the central nurses station (cns) monitor failed while in patient use.